Event description:
It was reported that the latex intermittent catheter seemed to be breaking down and there were some spots that had white stripes. The health professional also stated that there was discoloration at the needle eye. Per follow up on 27may2021, it was stated that the catheters should have been red all over, but it had white stripes. It was also stated that, some had rough areas on the opposite side of the eyes, some had discoloration at the eye of the needle. It was reported that there was no patient involvement. Per follow up on 27may2021, customer stated about breaking down that the texture was rough and not smooth on the opposite side of the needle eye. The catheters were not broken but were breaking down as in losing structure.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. As the device had signs of degradation, the reported event is confirmed to have a relationship with the device. As the cause of this issue is unknown, it cannot be determined if the device met specifications. As the product was not used on a patient, it was not used for diagnostic or treatment purposes. It was confirmed per moncks qe that the white stripes, rough areas of the catheter eyes, and discoloration at the eye of the needle were caused by degradation. A red all-purpose catheter was returned unopened in original packaging. The catheter was noted to have white discoloration near the eye as well as near the funnel. White discoloration and white striped discoloration were also noted along the catheter shaft. Per moncks qe, the cause of the discoloration is oxidation of the catheter. As is it unable to determine when the oxidation occurred the reported event will be confirmed cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "keep away from sunlight". The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the latex intermittent catheter seemed to be breaking down and there were some spots that had white stripes. The health professional also stated that there was discoloration at the needle eye. Per follow up on (B)(6) 2021, it was stated that the catheters should have been red all over, but it had white stripes. It was also stated that, some had rough areas on the opposite side of the eyes, some had discoloration at the eye of the needle. It was reported that there was no patient involvement. Per follow up on (B)(6) 2021, customer stated about breaking down that the texture was rough and not smooth on the opposite side of the needle eye. The catheters were not broken but were breaking down as in losing structure.